Event description:
It was reported that low sensing was observed. Lead was repositioned successfully. No adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.